Event description:
On (B)(6) 2024, the patient underwent a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system red 62 reperfusion catheter (red62), a penumbra system red 43 reperfusion catheter (red43), a diagnostic catheter (6fr select), a guiding sheath (6fr bmx), a sheath (9fr), and a guidewire via right femoral artery. During the procedure, the guiding sheath was positioned into the distal cervical segment of the right internal carotid artery over the diagnostic catheter. A diagnostic angiogram was performed. Next, the red62 and red43 were advanced over the guidewire into the target location using roadmap guidance. It was noted prior to and during the introduction of the red62 and red43, that contrast was slowly accumulating within the right cerebral hemisphere posterior to the occluded branches after the initial diagnostic angiogram. The red43 was then removed and the red62 was advanced to the target location. Two passes were successfully performed. A repeat roadmap was performed which demonstrated residual persistent occlusion of the lower division m2 segment and no evidence of extravasation. However, contrast accumulation within the right cerebral hemisphere was again noted and more noticeable than the prior roadmap image. The red43 was readvanced into the occluded m2 segment, and another pass was completed. Another angiogram was performed which demonstrated persistent occlusion of the distal aspect of the lower division m2 segment branch. The procedure was stopped and a dynact was performed. The dynact demonstrated a large (3 x 6.7cm) parenchymal hemorrhage. The procedure was completed at this time. Tenecteplase (tnk) reversal was initiated, a standard computerized tomography scan (CT) was ordered, and the neurosurgical team was consulted for a craniotomy and hematoma evacuation. The patient¿s national institutes of health stroke scale (nihss) at 24 hours worsened from 3 (baseline) to 19. On (B)(6) 2024, the patient was discharged to a skilled nursing facility (snf). On 17-may-2024, the patient completed the study. The cec chair adjudicated symptomatic intracranial hemorrhage to be a serious adverse event with a possible relationship to stroke, with a definite relationship to the index procedure, and a possible relationship to the penumbra system.

Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2024-00242.